Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 39 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter with a pmv handle and battery. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. The firing force was tested and found to be within specifications. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap sleeve procedure, the device fired a few millimeters and then stopped. There was no medical intervention or patient injury. A new powered handle was opened to complete the case.